Event description:
(B)(6) 2025 the patient underwent a colonoscopy. During snaring of a polyp in the colon, a cleaning brush that had broken off and remained inside the scope from a prior colonoscopy dislodged and fell into the patient's colon. (B)(6) 2025 gi endo procedure in progress and a small brush came out of the scope and landed in the pts stomach, it was then removed by the gi doc (gastrointestinal doctor). All brushes were removed from stock, manufacturer notified. Avanos dual-ended cleaning brush ref- 60218, lot- 30349584. Date of manufacture 2024-12-04, note in our investigation we noted a previous report to FDA 9611594-2024-00301 but a different lot # (30330309).